Manufacturer narrative:
A partial lead connector portion measuring 11.5 cm was returned. Visual inspection and electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing. Upon review, the right ventricular lead had externalized conductor; however, the device failed to deliver vibratory alert. The lead was capped and replaced and the device was explanted and replaced on (B)(6) 2018. The patient was fine after the procedure.